Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that pt had a tha in 1996. Pt was having discomfort and was revised in 2006. During surgery, a fragment came out of the stem when the collar of the stem was removed.